Event description:
While registered nurse (rn) was at patient bedside, ventilator began alarming. Rn contacted respiratory technician (rt) in next room to respond. Rt noted ventilator displayed "severe occlusion". Patient's spo2 dropped from 95% to 87%. Rt attempted to suction trach, but no resistance found. Patient manually bagged until new ventilator placed and programmed. Therapy continued without additional incident. Spo2 values climbed back to normal values. Ventilator sequestered and sent to biomedical for testing and evaluation. Biomedical was unable to evaluate the patient circuit due to covid exposure risk. Biomedical testing of the ventilator noted a re-occurring error message on the status display of "failed kp0125". Manufacturer contacted to perform warranty repair and analysis.